Manufacturer narrative:
Device available for evaluation: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-mar-2022, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider(hcp) regarding a patient who was receiving lioresal (baclofen) (500 mcg/ml at 100 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had a pump refill on friday (B)(6) 2021. It was noted the patient¿s spasticity returned/patient had a return of symptoms following refill.  There was no known factors that may have led or contributed to the issue.  The patient returned to office on tuesday (B)(6) 2021. The physician could not aspirate side port. The patient was admitted and was to be seen by the physician. On wednesday (B)(6) 2021 a catheter revision was scheduled.  The hcp opened the pump pocket and found a small piece of the outer layer of catheter frayed. The pump segment was cut off from spinal segment at connector, proximal to the spine. It was noted the catheter would not aspirate. The catheter was explanted and replaced on (B)(6) 2021. The catheter flowed after replacing the old catheter.  It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury.  The patient's medical history was asked and will not be made available  the event date was (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ kink observed¿ and ¿catheter body ¿ user related hole¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.